Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. It was also received with vibrator rattling due to the vibrator adhesive not adhering. The device passed the displacement, rewind, prime, basic occlusion and occlusion tests. No compromised force sensor system alarm was noted. The device had a missing end cap sticker, cracked case at the display window corner and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly and they had to be pressed several times to get a response. The customer also reported that when setting the insulin pump in vibration mode, the vibrator would make a loud noise. Customer's blood glucose value was 20 mmol/l prior to calling and 15 mmol/l at the time of the call; which she had treated with the insulin pump. The customer confirmed the drive support cap was normal and no air was found in the tubing. She refused to continue troubleshooting for high blood glucose. The insulin pump was replaced and returned for analysis.